Manufacturer narrative:
(B)(4): a failure to power up was reported. There was no report of pt involvement or adverse pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
A failure to power up was reported.